Event description:
Covidien stapler would not fire with black load stapler during bariatric laparoscopic surgical sleeve gastrectomy. The surgeon was using the covidien 60 mm endoscopic stapler at the level of the antrum about 6 cm proximal to the pylorus when it failed to fire. Both the load and the stapler were removed from sterile field and new equipment obtained. Manufacturer response for surgical stapler: no reply to date.